Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, a persistant ventricular fibrillation was detected but no therapies were applied. Preliminary analysis revealed that the therapies were interrupted by magnet detection during the implant of a left ventricular assist device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a persistant ventricular fibrillation was detected but no therapies were applied. Preliminary analysis revealed that the therapies were interrupted by magnet detection during the implant of a left ventricular assist device.